Manufacturer narrative:
H4: the lot was manufactured from october 29, 2022 to october 30, 2022. H10: the device was received for evaluation. Visual inspection with the unaided eye and with magnification observed a small tear at the lower left side or edge in the back side of the eva bag. Functional leak testing revealed a leak in the same area. The reported condition was verified. The cause of the condition could not be determined. Possible causes include damage sustained during compounding, transport, or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the left seam. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.